Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that there was only a 13.8 cm section of the stent delivery system (sds) and the stent implant returned. The sds was returned with blood visible in and on the shaft and on the stent implant. There was no contrast visible. The entire length of the stent implant was stretched and mangled for a length of 4.5 cm. There was no other damage noted to the stent implant. The section of the sds included the hypotube and guide wire exit notch and 2 cm distal to the guide wire exit notch. There was a kink in the hypotube 1.3 cm distal to the proximal end of the separated portion of the sds. There was a tear in the shaft 5.5 cm proximal to the guide wire exit notch for a length of 9 mm. The remainder of the sds was not returned. There was another company's guiding catheter returned. The guiding catheter was returned with blood visible on and in the guiding catheter. There was no contrast visible. The guiding catheter was cut longitudinally and also was cut and returned in five pieces. Product performance engineering reviewed the incident information and analysis of the returned sds. It was reported that the stent dislodged inside the patient and a snare device was used to retrieve it. Also, another company's guiding catheter was returned cut into five pieces in an attempt to locate the stent implant. Analysis of the sds noted that only the dislodged stent implant and a section of the device, the hypotube to 2 cm distal to the guide wire exit notch, was returned. Blood in the separated shaft suggests that the device was used in the patient. In addition to the shaft separation, there was a tear in the shaft and a kink in the hypotube. This type of damage may occur if resistance is met during the procedure between the sds and the anatomy/lesion or the accessories and force is used to remove the device. However, none of the damage was reported and it is unknown if this occurred during or after the procedure. The stent implant was stretched and mangled, which is typical of the use of a snare device to retrieve a dislodged stent inside a patient. No damage was noted during the inspection prior to use. Potential causes for stent dislodgement as observed in past incidents may include improper or inadequate crimping at the time of manufacturer, positive pressure during prep, or forced sheath removal. Unfortunately, without the distal portion of the sds, visual and dimensional inspections could not be performed; therefore, a conclusive root cause cannot be determined. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. There does not appear to be a product quality issue with the lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged inside the patient; however, a snare was used successfully and the stent was retrieved outside of the patient's body. No patient effects were reported. No additional event or patient information is available.